Manufacturer narrative:
(B)(6). Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 20mm was returned for analysis. Visual, tactile, microscopic and leakage analysis was performed on the device. No issues identified with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified tears in the proximal section of the balloon. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to a rate burst pressure of 12 atm using the inflation aid, however, leaks were noted coming from the tears in the proximal section of the balloon. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture and dissection occurred. The 85% stenosed target lesion was located in the proximal-mid right coronary artery. A 2.00 x 20 mm maverick was advanced for treatment. When the contrast agent was applied the balloon ruptured and a dissection was noted. The balloon was withdrawn and the procedure was completed by placing a stent. The patient was stable.

Manufacturer narrative:
E1 initial reporter city: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture and dissection occurred. The 85% stenosed target lesion was located in the proximal-mid right coronary artery. A 2.00 x 20 mm maverick was advanced for treatment. When the contrast agent was applied the balloon ruptured and a dissection was noted. The balloon was withdrawn and the procedure was completed by placing a stent. The patient was stable.